Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed an open wound on her right side from the lifevest. Field services remeasured the patient and provided her with a larger garment. There was no alleged device malfunction contributing to the irritation. The patient's nurse applied a gauze bandage to the skin irritation. Follow up indicated that the irritation has improved.